Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The product was evaluated. An external visual inspection was performed and failed. The allegation was confirmed. The probable cause was determined to be sensor wire is detached from sensor pod. No additional event or patient information is available.

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On the same day the sensor was inserted, the sensor wire detached and remained in the patient's skin. The patient was examined on 12/16/2023. On 12/20/2023 the patient went to the hospital where it was confirmed by x-ray that the sensor wire was still in the skin. The surgery was performed around 3:00 pm, and the sensor wire was successfully removed. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).